Event description:
It was reported that the protective cover of the patient line of a homechoice automated pd set with cassette was missing. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.